Manufacturer narrative:
Returned to manufacturer on, of supplemental 001 medwatch report should indicate: (B)(6).

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that while treating a patient, they noticed their device display had gone blank and the device was powering itself back on. Later when unplugging the spo2 cable, the device powered off and when the spo2 cable was plugged into the device, the device powered back on. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that there were further information available.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that while treating a patient, they noticed their device display had gone blank and the device was powering itself back on. Later when unplugging the spo2 cable, the device powered off and when the spo2 cable was plugged into the device, the device powered back on. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that there were further information available.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that while treating a patient, they noticed their device display had gone blank and the device was powering itself back on. Later when unplugging the spo2 cable, the device powered off and when the spo2 cable was plugged into the device, the device powered back on. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that there were further information available.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.